Event description:
The analyzer produced three consecutive results with low light signal. This scenario is consistent with depletion of signal reagent during operation of the analyzer which could cause false negative ckmb and beta-hcg results. There was no report of pt harm as a result of this occurrence.